Event description:
It was reported that when using the bd pyxis¿ es server all the stations were showing interface down. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all the stations were showing interface down. A technical support specialist dialed into the carefusion coordination engine (cce) and verified that there were no issues; messages were being received and processed without delays, with current timestamps from the host system electronic privacy information center (epic), reviewed event viewer logs and identified errors from earlier in the day indicating that the server had been refusing carefusion coordination engine (cce) connections, noted that carefusion coordination engine (cce) services were restarted, not by the remote support service (rss) package, coordinated with customer to review the server and discovered that the listener adapter service was not running; once restarted, the issue was resolved. Additionally, found that the listener adapter and listener adapter services were stopped, and started both services as they were set to automatic startup. Monitored the server for a period of time and observed no recurrence of the issue. The system functioned as intended after the technical support specialist troubleshot the device.